Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have one bent grip, causing them to be misaligned. The offset at the tips was 1.26 mm. The grips were not found to be cracked. Additional observation(s) related to the customer complaint: the instrument was found to have a frayed grip cable at the distal end. Some filaments of the cable were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. A grasping test was not performed. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable show damage (grip tips severely bent). Root cause is attributed to damaged grip tips.

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury.